Event description:
It was reported that during a repair of an ocd lesion of the knee, the screw broke and remains in the patient's bone. According to the reporter the implant broke in the middle of the screw where there are no threads. The proximal half was pulled out because it was sitting prominent. The distal half of the screw was retained in the bone because it could not be retrieved. The patient is reported as doing well. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) as well as quality of patient bone were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include improper bone preparation, inserting the implant at an angle not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, and/or inserting the screw into an unstabilized joint or osteotomy. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.